Event description:
It was reported that a caregiver and the patient¿s parent observed a ¿pairing failed¿ alert when attempting to pair a dexcom g7 sensor to the ilet, after which the sensor reestablished pairing without intervention and glucose management was not affected. Symptoms included no reported clinical effects. Outcomes included no impact to blood glucose control, no medical intervention, and no hospitalization. Investigation included customer support review and verification of the alert description. Investigation of this case revealed a transient communication or pairing interruption consistent with a pairing failure between the cgm and the ilet that resolved spontaneously, with no device component damage or ongoing malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication issue that self-resolved.